Manufacturer narrative:
The incident device marketed by deroyal was not returned for inspection and eval; however, samples of the device were received from the hospital and forwarded to the outside vendor of the neurological sponge. The MFR was asked to fully investigate the cause of the reported incident and provide a full written investigative report giving a root cause to include corrective and preventive actions. The MFR's investigative report advises that the neuro sponges/ patties are manufactured with such a small radiopaque substance that they can sometimes be hidden by bone, especially if used during head and spine procedures. The sponges can be readily detected if radiographed through tissue such as muscle or fat that is less dense than the radiopaque insert. If the x-rays must pass through denser tissue, such as bone, it is likely that the sponge will be masked and difficult or impossible to detect with a single radiographic view. While these sponges may contain an x-ray detectable element, their detection is also highly dependent on the radiographic technique and equipment used. Recommended technique has been provided to the facility by the MFR. No manufacturing defects were found during the investigation and the x-ray component in the product is certified and evaluated as detectable for use. Additional info regarding pt impact due to interaction with the incident device was requested from the user facility. That info has not been received as of the date of this medwatch report. Upon receiving any additional info a supplemental medwatch will be completed at that time.

Event description:
During a procedure, the neuro-sponge did not show up under x-ray.